Event description:
A report was received that the patient has a suspicious looking midline incision that appeared to have a slight superficial infection. The patient was prescribed with antibiotics. The patient was reportedly doing well and no infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.